Manufacturer narrative:
Citation: bisoi ak et al. Mitral stenosis after duran ring annuloplasty for non-rheumatic mitral regurgitation--a foreign body response? Heart lung circ. 2006 jun;15(3):189-90. Doi: 10.1016/j.hlc.2005.08.005. Epub 2005 oct 19. Earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding a (B)(6) female patient with a history of myxomatous mitral regurgitation who had undergone mitral valve repair with a 29 mm medtronic duran ancore annuloplasty ring (serial number not provided). At 20 months post-mitral valve repair, the patient presented with dyspnea (new york heart association functional classification iii) and the results of a physical examination were consistent with severe mitral stenosis. The patient¿s mean and end diastolic gradients were noted to be 20 mmhg and 12 mmhg, respectively. Echocardiography showed enlarged left atrium without clots. Subsequently, the duran ancore ring was explanted. During explantation, pannus overgrowth onto the ring was observed as well as a supramitral ¿ledge¿ of material with the ring shrunken underneath. It was reported that histopathological analysis of the ring revealed foreign body giant cell reactions with a neo-myocardial patch surrounding the ring. No additional adverse patient effects or product performance issues were reported.